Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Please see reports: 0001825034-2017-06507. Concomitant medical products - p/n 139254, m2a-magnum 42-50 mm tpr insrt-3. L/n 965000, p/n x170312, integral/x por standard 12 mm, l/n 617230, p/n 157448, m2a-magnum mod hd sz 48 mm l/n 632470. It has not been indicated the device will be returned for evaluation at this time. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported that the patient's hip arthroplasty was revised due to pain and elevated metal ion levels. Revision operative report indicates the acetabular cup and femoral head were removed and replaced and a polyethylene liner was implanted. There were no additional patient consequences.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records provided. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further actions are required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient's hip arthroplasty was revised due elevated metal ion levels. Revision operative report indicates the acetabular cup and femoral head were removed and replaced and a polyethylene liner was implanted. There were no additional patient consequences. Attempts have been made and additional information on the reported event is unavailable at this time.